Manufacturer narrative:
(B)(6). Device is a combination product. F/g,promus element, mr,ous 2.75x16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The first stent strut on proximal end was lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-apr-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x16mm promus element stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.